Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. Customer¿s blood glucose level was 9.0 mmol/l. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with cracked case-corner of belt clip rails, cracked case and a blank display due to moisture damage on the electronic assembly. Unable to confirm critical pump error cracked case-corner of belt clip rails and a broken force sensor was detected during seating or regular delivery error due to blank display. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.